Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "needle od was too thick and could not go through cannula" (fitting problem). A surgeon reported that a needle was too thick and would not go through the cannula. The thickness difference could be visualized with the naked eye. The product was replaced and the case was completed. No patient impact was reported. Two samples will be returned.